Event description:
It was reported that during a stenting treatment procedure, the stent was not well apposed. The 85% stenosed lesion being treated was located in the mildly tortuous, highly calcified, proximal left anterior descending artery. The physician pre-dilated the target lesion with an unspecified apex balloon catheter at 16atms, but the lesion did not yield. The physician implanted a 2.50x24mm promus element plus stent in the target lesion, but there appeared to be a small indentation where the stent was not well apposed. The physician advanced a 3.0x12mm quantum balloon catheter for post-dilation and inflated to 16atms, but it also did not yield due to the hard calcific plaque. The procedure was completed by implanting a 3.5 x 12mm promus stent in the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).